Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation. Reprogramming was attempted, however, diaphragmatic stimulation could not be mitigated. The lead was turned off. No further patient complications have been reported as a result of this event.